Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-33, lot# v197988, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that the device had "not worked for a period." It was noted that the event date was 2014. Cause, symptoms, actions, troubleshooting, and outcome remain unknown. Follow-up was conducted to obtain additional information. The patient was indicated for urinary dysfunction. Other medical history included chronic obstructive pulmonary disease (copd) and congestive heart failure (chf).